Manufacturer narrative:
(B)(6). Section g4: the rt268 infant evaqua2 breathing circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k103767. Section d4: complete device identification information was not available as the subject device was discarded by the healthcare facility. Section h11: method: the subject mr290v vented autofeed humidification chamber provided with the rt268 infant evaqua2 breathing circuit, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: the subject device was not returned to f&p healthcare for evaluation as it had been discarded by the healthcare facility. A review of the photograph and videos provided by the healthcare facility identified cracks on the dome of the subject mr290v vented autofeed humidification chamber. Conclusion: based on the information provided by the user and without the return of the subject device, we are unable to confirm or determine the cause of the reported issue. The mr290v vented autofeed humidification chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The user instructions for the rt268 infant evaqua2 breathing circuit state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v vented autofeed humidification chamber provided with an rt268 infant evaqua2 breathing circuit was found leaking water prior to patient use. There was no patient involvement.